Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The customer had a planned evar (B)(6) 2014 but had problems introducing the zenith main body stent graft and had to change to a different one. The valve was also leaking. Additional information received on or after (B)(6) 2014; when they flushed the valve it leaked a lot. They could not flush so the fluid came out in the tip of graft (introducer). The tried holding in front of the closing valve but it did not help. The patient did not require any additional procedure due to this occurrence.